Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Technical services (ts) reviewed device transmission report and noted an atrial output programming change that resulted in an increase in battery consumption. Ts recommended reprogramming back to normal output. At this time, the device remains in service. No adverse patient effects were reported.